Manufacturer narrative:
The reported events were over sensing noise and mode switch. A partial lead was returned in two pieces. The reported event of oversensing noise was not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils due to the inner insulation damage consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The ra lead was explanted and replaced. The patient was stable.